Event description:
Two days after the use of the device, the pt expressed dyspnea and expectoration. A pulmonary embolism was diagnosed the next day. The pt was treated with heparin and urokinase and recovered fully. The physician does not think that the device caused the pulmonary embolism.